Manufacturer narrative:
The field service engineer (fse) found that the sample probe was very close to the sample tube while pipetting. The fse adjusted the sample probe, checked the sipper probe and the mixing paddle alignments. He did performance check and it was within specifications. Qc was performed and was acceptable. The service actions (adjusted the sample probe) resolved the issue.

Event description:
We received an allegaion about questionable low results for 2 patients' samples tested with elecsys hcg+beta assay on a cobas e411 immunoanalyzer. Sample 1 (patient 1): initial result: <0.01 miu/ml. Repeat result: 114.1 miu/ml (using same sample). Sample 2 (patient 2): initial result: 7.33 miu/ml. Repeat result: 261.6 miu/ml (using same sample). The questionable results were reported outside the laboratory. Since the physician questioned the initial result for sample 1, the customer pulled sample 2 and repeated it as the initial result did not match the previous result. The repeat results deemed to be correct. The hcg+beta reagent lot number was 64377005 with an expiration date of 30-nov-2023.